Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position the intravascular ultrasound (ivus) catheter; however, the separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: other: ivus; guide catheter: 45cm longsheath. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed and mildly calcified lesion in the superficial femoral artery. A ht command guide wire and intravascular ultrasound (ivus) catheter were advanced to the target lesion gradually together. Resistance with the ivus catheter was felt before reaching the lesion site and the devices could not advance. The ht command guide wire and ivus catheter were removed from the anatomy together as one unit. The ht command guide wire was inspected once outside the anatomy and a shaft separation was noticed. The ht command guide wire was inside the ivus catheter when the separation occurred; therefore, no piece of the guide wire was left inside the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.